Event description:
The customer stated that architect ca 19-9xr results of 515 - 633 u/ml were generated for a female patient on march 5, 2013. The elevated results were reproduced at a different laboratory. The same patient tested at 11 u/ml on (B)(6) 2013. The patient is diagnosed with hashimoto's thyroiditis and gilbert's syndrome. No adverse impact to patient management was reported.

Manufacturer narrative:
Historical complaint data was reviewed. The trend review identified normal complaint activity for the issue under investigation. The ticket review for lot 20318m500 identified atypical complaint activity for the issue under investigation. Accuracy testing was completed to evaluate the assay performance of lot 20318m500. The testing met acceptance criteria. The customer's issue is limited to a single patient, and when the sample was re-drawn the value was lower. Troubleshooting consisted of the sample being sent to another lab which also generated elevated results (method unknown). Accuracy testing was completed using panels and lot 20318m500 shows that it can accurately detect known concentrations of the analyte. The investigation results show that there is no product deficiency and that the architect ca 19-9xr reagents are performing as intended.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).